Event description:
It was reported that during ventricular lead revision, the physician elected to extract and replace the atrial lead due to intermittent noise. No complications occurred to the patient during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.